Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: review of the black box data revealed record of call service alarm 078-000. The call service alarm was duplicated during investigation. The pump was opened during investigation and revealed internal moisture damage near the motor flex connector on infra-red unit and on the display board. Due to the moisture contamination, the motor was not working. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display screen was dim/faded and discolored. This complaint is being ruled out based on the following: the alleged issue is not expected to cause or contribute to death or a serious deterioration in health, as there is no allegation that the insulin delivery function or power failed to operate properly. The user guide instructs the user to examine the pump for cracks chips or damage, and to contact the animas distributor if the pump is suspected to be damaged. Additionally, the user guide indicates that if the pump is suspected to be damaged or otherwise had its waterproof integrity compromised, it should not be used in water. (B)(4).